Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the pace/sense portion of a right ventricular (rv) lead was surgically abandoned during explant. It was noticed that the pace/sense portion of the lead of older defibrillator was repaired in the past and the repaired portion of the lead had fallen apart. The healthcare professional decided to implant a new lead. No additional adverse patient effects were reported.